Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. A conductor fracture was suggested but it was not confirmed with an x ray analysis. The device was reprogrammed to ventricular oriented pacing and sensing in order to avoid using the ra lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.